Manufacturer narrative:
Plant investigation: this is a report of a patient who discovered a cassette leak following peritoneal dialysis therapy. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid on the inside of their cassette door during peritoneal dialysis therapy. Immediately preceding the discovery, the patient had received an m31 air detected in cassette alarm during drain four of four of peritoneal dialysis therapy. It was noted that the patient had drain 80 ml of an expected 1198 ml at the time of the reported alarm. During troubleshooting, it was verified that the connections were secure and there was no visible air lock in the drain line. It was noted that air bubbles were present inside the unused lines. The patient attempted to restart the cycler but the alarm reoccurred. The patient cancelled treatment and upon opening the cassette door, solution was found around the pump heads. The technical support representative advised the patient to discontinue use of the cycler. The patient was able to continue with therapy using manual supplies. The patient did not develop any symptoms or require medical intervention as a result of the reported leak. The cause of the leak was unknown. The patient has received a new cycler and has been able to continue with peritoneal dialysis therapy without complications. Additional information was requested but was not available.